Event description:
During a rastelli procedure, a pulmonary valve homograft was opened and prepared per manufacturer recommendations. Surgeon inspected the leaflets prior to implantation and a discrete hole was visualized in one of the leaflets. When surgeon probed the valve with forceps to assess, the leaflet tore further and was not salvageable. A second homograft was prepared and surgical insertion was completed.